Event description:
It was reported that the image was not detected by the processor during the beginning of a digestive endoscopy. A similar device from another operating room was obtained, which created a 40 minute delay while the patient was under deep sedation. The procedure was completed without harm to the patient.

Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Manufacturer narrative:
The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. Additionally, there were non-reportable (non-pae) defects noted. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, reproduction of the reported phenomenon could not be confirmed and a specific root cause could not be determined. Additional information inadvertently left out: the event date was september 2023, but the specific date is unknown. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure was completed with a similar device for another room.